Manufacturer narrative:
The complete zip code that was provided was (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. During initial test, t4 dropped and stabilized at 4c. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was in front of the arctic sun device that has had several low flow complaints and was running a functional check, in bypass flowrate 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62%, heated fine but noticed flow drops and inlet pressure (ip) was spikes then that slows down the pump but shortly after the flow comes back up and numbers stabilize again, during the cooling portion the device was not cooling, chiller temperature (t4) was 31.7, system hours 4743 hours and was due for the 2000 hour preventive maintenance.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was in front of the arctic sun device that has had several low flow complaints and was running a functional check, in bypass flowrate 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62%, heated fine but noticed flow drops and inlet pressure (ip) was spikes then that slows down the pump but shortly after the flow comes back up and numbers stabilize again, during the cooling portion the device was not cooling, chiller temperature (t4) was 31.7, system hours 4743 hours and was due for the 2000 hour preventive maintenance.